Manufacturer narrative:
The customer's reported complaint of the burs breaking in half is confirmed. A visual examination of the returned used item, quantity of two (2), found the inner tube broken off in the middle. An examination was performed and could not find any discrepancies with inner tube critical dimension and no signs of customer misuse were noted. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review found this is the only event with a quantity of 2 units for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user to: always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. Additionally, conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported an issue involving regarding two (2) 4mm x 19cm hps pear bur, item hps-h003, ser (B)(4) that occurred at (B)(6). It was reported that burs broke in half at the shaft during surgery. It is indicated that there was no impact or injury to the patient. Additional information clarified that the issue with both the burs had occurred in one procedure, a hip repair including femoral neck resection on (B)(6) 2020. They were shaving down the femur & cleaning out the space. Both burs broke with a "clean break" all the way through on the inner edge (shaft) at the proximal end and stopped spinning. The outer edge contained the 2 pieces, no fragments came out of device. The first device broke after 2 mins use, the second device broke after about same time of use. A third device from a different lot was used to complete the procedure. It was confirmed there was no impact or injury to the patient and the procedure was successfully completed with a minimal 2 minute delay. No other information was provided. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.